Event description:
Customer reported that the insulin pump was not working and their blood glucose readings are 538 mg/dl. Customer stated that they have treated with a manual injection. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No delivery alarms were noted during priming along with a bent cannula. The high pressure test was performed and passed. Customer also mentioned that she came up with the bolus wizard settings on her own and is unsure how. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.